Manufacturer narrative:
3ps.

Event description:
The device overheated and unintentionally activated during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.